Event description:
It was reported that while the patient was walking through steps for MRI mode they were not getting the right response. Patient mentioned meeting with a manufacturer representative (rep) last week who told them not to have an MRI because everything was not connected like maybe impedance issue. Additional information was received from the manufacturer representative (rep) that there was an impedance of >5k at contact 3 ( orange). No troubleshooting was done as the patient is not programmed on this contact and is getting therapy benefit. Future actions planned is a CT scan or x ray. The information been confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.